Event description:
Boston scientific was notified that on the final coil that they were using for the aneurysm, it stretched. Re-positioned the stretched coil and used a neuroform2 stent to plaster it against the vessel wall. The procedure was success, however the pt expired at 2am.